Event description:
Customer reports to have high blood glucose of 446 mg/dl and quickly dropped to 65 mg/dl within an hour and a half. Customer inquired on how to bring blood glucose back up due to still having active insulin. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, and customer was disconnected during rewind / prime sequence. Customer declined to complete troubleshooting. Customer believes she over delivered which caused high blood glucose. Customer will suspend insulin pump, elevate and monitor insulin every fifteen minutes until stable enough to resume insulin therapy. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).